Event description:
It was reported the video system center had a b30 scope communication error and although there was a connection failure there was still an image. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No device problem was detected. Based on the results of the investigation the cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.